Manufacturer narrative:
A clinical assessment could not be completed due to lack of medical records and imaging. Based on the reported event, the most likely cause of the reported limb occlusion was determined to be anatomy related. A clinical assessment showed that the device did not likely contribute to the event. Procedure-related circumstances are not likely to have contributed to this event. Anatomical factors such as small diameter vessel at the landing zone and considerable circumferential calcification in the iliac artery likely contributed to the event. Cautionary product use conditions could not be determined. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. (B)(4).

Manufacturer narrative:
Remains implanted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The final angiogram showed the presence of a potential type ia endoleak in the presence of significant calcium within the aorta that could not be resolved following ballooning and the placement of a balloon expandable stent. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.